Manufacturer narrative:
Physio-control evaluated the device and found that an error code associated with slow charging was appearing in the service event log. According to the service manual, the issue is due to the system pcba so the device would require a new system pcba. However, due to this system pcba being now obsolete, the device cannot be repaired. The customer's device was replaced.

Event description:
The customer contacted physio-control to report that an energy fault was appearing on the screen of their device. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The reported issue was duplicated, and confirmed to be the result of the system pcb. Reference updated h6 method, results, and conclusion codes.

Event description:
The customer contacted physio-control to report that an energy fault was appearing on the screen of their device. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that an energy fault was appearing on the screen of their device. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.